Event description:
The pt reported she did not us the battery key to install the battery on her insulin device and now the battery cap is not flush with her device. To troubleshoot, the pt was instructed to use the battery key to remove the battery cap. The pt stated the battery cap would not move but was "spinning around". She stated she can not remove the battery cap. The pt tested her blood glucose which was 216 mg/dl with her normal reading being below 200 mg/dl. She stated she has been off her infusion device for at least 1 hr and was drinking juice because she thought she was having a low blood glucose event. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.